Manufacturer narrative:
A getinge field service engineer (fse) performed a full pm and the iabp unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and was unable to reproduce the reported issue. No fiber optic error code noted in fault files. The fse performed all functional, and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. However, the iabp was returned to the customer, but not cleared for clinical service, since the iabp has four months overdue for preventive maintenance. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full initial reporter name (B)(6). The full event site name (B)(6).

Event description:
It was reported that the fiber optic cable for the cs300 intra-aortic balloon pump (iabp) was not communicating. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.